Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, the patient underwent a laparoscopic cholecystecomy surgery. Following the surgery, patient experienced abdominal pain intermittently, and the pain increased. After 11 months, after patient underwent computed tomography (CT) scan, it was discovered that there was inflammatory collection within the anterior mesentery inferior to the level of the umbilicus. After a week, patient was admitted where a CT scan was performed for the abdominal abscess which prompted an exploratory laparoscopy. During the surgery, a piece of the device was discovered and removed from the prior umbilical incision related to the cholecystectomy.